Event description:
Attempts to insert catheter in right subclavian by md unsuccessful. Pt demonstrates focal weakness to right upper extremity at another facility. Surgery for pseudoaneurysm at subclavian artery, "presumed secondary to needlestick". Pt's spouse reported incident to initial facility.